Event description:
Per the clinic, the patient was explanted due to a ¿mixture of faults.¿ reportedly the patient has not used the device in years. An integrity test was not done to confirm or deny this. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2012.